Event description:
(B)(4). The dentist reported 9 months after the dental implant was installed in the pt's mouth it was verified its non osseointegration, but did not report any other info on the case.